Manufacturer narrative:
Other, other text: one fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; reported customer complaint was unable to be confirmed. Solvent dispenser was reviewed to ensure that the solvent level is enough to perform properly; no discrepancies were found. No discrepancies were found.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables noticed air in line around heat exchanger. No patient adverse events reported.